Event description:
During the implant, the guidewire became stuck in the lv lead on (B)(6) 2022. The physician decided to cut the guidewire and leave it inside the lv lead. The lead exhibited initial good function at implant. Now, it is suspected that the guidewire is causing the performance issues with the lead. An interrogation noted high capture threshold. It was also reported that the patient experienced increased shortness of breath due to failure to pace by the lv lead. A replacement procedure is planned, but the date has not yet been set. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).